Manufacturer narrative:
The manufacturer previously reported an issue with the power management board. The power management board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the power management board was evaluated and found to operate to design specifications. Also returned to the manufacturer for investigation was the detachable battery cable. During the investigation, the root cause of the detachable battery cable failing was found to be due to corrosion.

Event description:
A ventilator was returned to a third party service center for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at a third party service center, "service required" codes were found in the ventilator's downloaded error log. The device's power management board was replaced to address the issues.